Manufacturer narrative:
The reported events were lead dislodgement, high threshold, and low r-wave sensing. The reported events of high threshold and low r-wave sensing were not confirmed. The helix was extended and clogged with blood/tissue and was found bent consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies except for the damages found which is consistent with procedural damage.

Event description:
It was reported that a patient presented for follow up. Device interrogation revealed high capture threshold and r-wave amplitude variation on the right ventricular (rv) lead. On (B)(6) 2023, fluoroscopy was performed and revealed that the rv lead had dislodged. The physician elected to explant and replace the rv lead. The patient condition was not known.